Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a separation of the distal-end driveline bend relief from the controller connector was confirmed by an onsite abbott representative. A specific cause for the damage could not be conclusively determined through this evaluation. The submitted log file contained events from 27mar2023 through 07apr2023, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the entire duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 of the IFU, "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. This section also explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or mobile power unit. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion.¿. The heartmate ii lvas patient handbook, rev. C, is also available. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there were no further alarms after the repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline coating pulled away from the metal piece that connects the system controller. A clamshell repair was completed without any issues. There were no further alarms associated with the event.